Event description:
Per customer service rep's notes in the potential medical tab: "the customer fell into a low sugar coma, and had to call the emergency medical technician for medical attention. Customer alleges replaced the batteries on the ultra and was able to test. The customer was having difficulty with the testing procedure."